Event description:
The user found two spur ii with broken oxygen nipple during its use, patient was in cardiac arrest. As a consequence the patient was ventilated with ambient air and not supplemented with high concentration oxygen. A third product was used and ventilation with supplemental oxygen could be continued. Return of patient spontaneous ventilation was achieved, no information has been received if patient was affected by the reported product problem.

Manufacturer narrative:
Investigation of returned product confirmed that oxygen nipple was broken off. Mechanical testing of similar device has concluded that extensive force is needed to bend to oxygen nipple, during the test the oxygen nipple did not break off. The root cause to the reported product failure could not be identified. In the instruction for use the following is described: before placing the product "ready for use" in emergency situations a functional check must be performed, this test includes test of the connection to oxygen supply. The integrity of kits issued for storage "ready for use" should be inspected at the interval established by local protocols. By following these directions and performing the prescribed function tests the reported product problem will be found and the prescribed back-up procedure will be used. It is concluded that the risk of using a product, with a broken oxygen nipple, unnoticed is very low.